Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an open reduction and internal fixation of left patellar fracture under spinal anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent surgery for a left patellar fracture. The doctor fixed the patella with a kirschner wire and sutured the patellar ligament with suture, ending the knot. The suture broke, the doctor replaced the suture and reinforced it. No adverse patient consequences were reported. Additional information was requested.